Event description:
It was reported that the physician believed that the patient was not receiving therapy. No additional relevant information has been received.

Event description:
It was reported that the physician believes this generator is prematurely depleting. Programming history was reviewed for the generator. Premature battery depletion was not verified although full programming history was not provided. It was noted that per the last set of data, the device was disabled. Device history records were reviewed. The generator was laser routed and was susceptible to premature depletion. No additional information has been received to date.